Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a whipple procedure, the devuce;s tussue pad melted. Another device was used to complete the procedure. There was no adverse consequence to the pt. No product being returned.